Event description:
It was reported to the manufacturer that the vns patient's generator was replaced prophylactically due to an increase in seizure activity. It is unknown if the increase was above pre-vns baseline. The relationship between vns therapy and increase in seizure activity is unknown at this time. Good faith attempts to obtain additional information regarding reported event, and the explanted generator for product analysis have been unsuccessful to date.